Event description:
During attempted implant of the device, high pacing impedance was observed on the right ventricular (rv) channel. No anomaly was observed on the header of the device. A new device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The device was received with normal telemetry and output. Load impedance test was performed, no anomalies were found. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings were observed on the header attachment area which detected an anomaly between the pre-cast header and titanium case. A feed through leak test was performed, indicating no sign of hermeticity breach.